Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported they stopped voiding mid stream and started voiding more. They were unsure if this was normal. Pater later reported they noticed some improvement but still experienced stopping mid stream. Patient reported they had two infections so they had to drink more than two liters a day which may have effect on evaluation results. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.